Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.